Event description:
No additional information.

Manufacturer narrative:
Investigation results: during the analysis of this complaint, the batch history, non-conformity records, and corrective maintenance logs were reviewed. No records or evidence were found that could be related to this occurrence. According to the description of this complaint, it was not possible to identify the location of the leak. Furthermore, this complaint does not include samples or photos for analysis, which makes it impossible to confirm the reported defect.

Event description:
During blood sampling for the patient's steamed bun meal trial, leakage was detected.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.